Event description:
It was reported by repair work order that the hi lo motor was not working properly due to the lockout button being on. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported by repair work order that the hi lo motor was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.